Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported (B)(6) year old female patient who underwent lap sleeve gastrectomy (bmi 42). The surgeon noted the complexity of the surgery due to dense midline adhesions, including small bowel requiring extensive adhesiolysis to allow for completion of primary procedure, two midline incarcerated incisional hernias discovered intraoperatively requiring reduction and primary repair ¿which added over an hour to the procedure time.¿ the surgeon stapled and divided the stomach with an ¿ethicon powered stapler¿ and 1 black and 4 green 60 mm reloads were used with gore bio seamguard reinforcement. No difficulties were noted with the stapling device. An intraoperative endoscopy was performed, and there were no areas of stenosis, internal staple line bleeding, nor staple malformation or leak. The patient was discharged the same day in good condition and did well post operatively. On post op day nine, the patient presented to the ER with sudden onset of pain in the left upper quadrant of the abdomen. CT findings revealed no leak. Three days later, patient developed a small fistula which was repaired with an endoluminal stent. The patient required multiple stents placed endoluminally which were eventually removed, also in an endoluminal fashion.